Event description:
Reporter alleged the blood glucose monitoring device was burned and chipped at the bottom and does not work. Reporter stated water had spilled onto the device however did not indicate whether the burning and chipping was a result of the event or occurred prior to the alleged incident. Reporter indicated no one was hurt. A request was made for the return of the suspect and replacement product was sent.